Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was not keeping time accurately. This complaint is being reported because time loss or gain during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up # 1 date of submission 29-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-mar-2018 with the following findings: the black box and alarm history showed no activity outside of normal use. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The initial complaint was not confirmed. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.